Event description:
The reporter indicated that a 12.1mm vicm512.1 implantable collamer lens of a -4.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was removed due to patient dissatisfaction and pain. The problem was resolved.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).